Event description:
Subsequent to the previously filed report additional information was received that on (B)(6) 2018 the echocardiogram showed severe eccentric mr towards the lateral and posterior wall of the left atrium. There was a mean gradient between 9 and 12 mm hg. The patient was breathing independently on (B)(6) 2018 and removed from the ventilator. The condition resolved and the patient was discharged from the hospital on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported from this lot. The reported slippage of the steerable guide catheter appears to be related to procedural conditions due to pre-dilation of the atrial septum. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip referenced was filed under MFR# 2024168-2018-10012.

Event description:
This is filed to report the considerable movement of the steerable guide catheter. It was reported that on (B)(6) 2018 this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). This was a complex case that required predilatation of the atrial septum. This resulted in a lack of support for the steerable guide catheter (sgc). There was considerable movement of the sgc which resulted in the cds diving into the ventricle and being unable to remove it. The chordal entanglement resulted in chordal rupture. The clip was deployed at the lateral commissure and away from the central jet. Two mitraclips were implanted reducing mr grade to 2. Echocardiogram on (B)(6) 2018 found severe recurrent mr and a mean gradient of 6 mm hg. The moderate to severe mr will be managed conservatively. The patient is progressing well and will be discharged from the intensive care unit in the next few days. The slow recovery of the patient was primarily due to her renal failure and severe chest sepsis in the background of chronic type 2 respiratory failure. No additional information was provided.